Event description:
During cystoscopy and incision of ureterocele the insulation on the sheath slipped off and slid over the tip of the catheter exposing the back part of the electrode.there was no patient injury. Procedure was completed before sheath moved. It is a single use device. The power setting point was 10 of cut and 0 of coag.device was returned to the MFR. Manufacturer response (as per reporter) for hook electrode, hook electrodethey will investigate the issue.

Event description:
During cystoscopy and incision of ureterocele the insulation on the sheath slipped off and slid over the tip of the catheter exposing the back part of the electrode.there was no patient injury. Procedure was completed before sheath moved. It is a single use device. The power setting point was 10 of cut and 0 of coag.device was returned to the MFR. Manufacturer response (as per reporter) for hook electrode, hook electrodethey will investigate the issue.